Event description:
It was reported that the patient complained of a "burning" sensation that she experienced in the night while wearing the bhs unit. She experienced this one other time, but for the most part has been able to wear the device for close to if not the full 10 hours daily. It seems that the burning sensation is somewhat new. The patient stated that 3 times since starting treatment, she has had a "burning sensation" under her skin, when treating. The sensation has gotten worse each time it occurs. But has not occurred in consecutive treatments. The patient treats while she sleeps. She awoke suddenly at a pain scale of 10 and turned her unit off. The discomfort eased immediately down to a pain scale of 2. It¿s just tender to the touch when she rubbed her foot. She went back to sleep and awoke with no discomfort. The patient advised there are no marks on the skin, no redness, no blisters, and no swelling. The patient never has surgery on this (right) foot, there is no hardware in this foot. She is extremely active during the day. She babysits her 4-year-old grandson, cooks, cleans, and bakes daily. The doctor has her wearing a boot all day. She sleeps with no boot or brace but must wear a velcro brace/shoe to walk to the bathroom in the middle of the night. The patient wears her bhs sflx xl coilette on naked skin, under the covers. The patient uses a pillow between her knees and positions her right leg and foot over the pillow and under her blanket. The patient claims she does not have sensitive skin. The patient has not spoken to a doctor about this sensation. She called the sales rep and was advised to pause treatment until she speaks to zim vie customer service. The patient will continue treatment and will try wearing a sock under her sflx xl coilette. If the sensation happens again patient will turn off bhs, pause treatment and call customer service or the sales rep to report. She reports she has an x-ray in 2 weeks to check her progress. A new sflx xl coilette was sent to the patient. The patient stated that the product has been returned. No further consequences have been reported.

Manufacturer narrative:
. The sflx xl coilette was received for evaluation. A visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with julian date 22279. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of "burning sensation from bhs controller and xl coilette". The coil was tested and operates as intended. All tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025; tf1061-c00 which does not require calibration. Test/inspections were completed by the quality department on june 26, 2024. Review of complaint history identified (3) total complaints from (jan 11, 2022) to (jan 11, 2023) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical: pain). Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient complained of a "burning" sensation that she experienced in the night while wearing the bhs unit. She experienced this one other time, but for the most part has been able to wear the device for close to if not the full 10 hours daily. It seems that the burning sensation is somewhat new. The patient stated that 3 times since starting treatment, she has had a "burning sensation" under her skin, when treating. The sensation has gotten worse each time it occurs. But has not occurred in consecutive treatments. The patient treats while she sleeps. She awoke suddenly at a pain scale of 10 and turned her unit off. The discomfort eased immediately down to a pain scale of 2. It¿s just tender to the touch when she rubbed her foot. She went back to sleep and awoke with no discomfort. The patient advised there are no marks on the skin, no redness, no blisters, and no swelling. The patient never has surgery on this (right) foot, there is no hardware in this foot. She is extremely active during the day. She babysits her 4-year-old grandson, cooks, cleans, and bakes daily. The doctor has her wearing a boot all day. She sleeps with no boot or brace but must wear a velcro brace/shoe to walk to the bathroom in the middle of the night. The patient wears her bhs sflx xl coilette on naked skin, under the covers. The patient uses a pillow between her knees and positions her right leg and foot over the pillow and under her blanket. The patient claims she does not have sensitive skin. The patient has not spoken to a doctor about this sensation. She called the sales rep and was advised to pause treatment until she speaks to zim vie customer service. The patient will continue treatment and will try wearing a sock under her sflx xl coilette. If the sensation happens again patient will turn off bhs, pause treatment and call customer service or the sales rep to report. She reports she has an x-ray in 2 weeks to check her progress. A new sflx xl coilette was sent to the patient. The patient stated that the product has been returned. No further consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Concomitant medical products: medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.